Event description:
It was reported that the pump over infused during testing at 21.51 ml. There was no patient involvement. No patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a worn uso seal, bent battery door coil, cracked battery compartment and scratched lens. The tamper seal was removed. There was no evidence to review in the device's event history log. An accuracy test was performed as part of the functional test and the reported issue was duplicated. The pump over delivered. It was determined that the cause was due to the expulsor. As a result, the expulsor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.